Event description:
Falsely elevated prostate specific antigen (psa) test results were obtained for three patient samples from an atellica im 1300 analyzer. The initial test results were not released to the physician(s). The same samples were repeated on the same analyzer and the repeat test results were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that falsely elevated prostate specific antigen (psa) test results were obtained for three patient samples from an atellica im 1300 analyzer. Siemens reviewed the available information and found that two psa reagent packs were on the board the analyzer. Siemens is investigating.

Manufacturer narrative:
The initial MDR 2432235-2022-00063 was filed on 02-mar-2022. Additional information (7-apr-2022): siemens reviewed the available information and found there were initially two prostate specific antigen (psa) reagent packs onboard the analyzer. After reagent pack "p03231510019372" was removed from the instrument due to insufficient remaining tests, an older reagent pack "p03231510019366" became active. This older pack had acceptable and unacceptable quality control (qc) results. Siemens was unable to confirm a software setting that is configured by the operator that would cease sample processing due to a qc violation. The cause of the falsely elevated prostate specific antigen (psa) test results is unknown. The analyzer is performing with specifications. No further evaluation of the analyzer is needed. Section h6 adverse event problem code(s) were updated.